Event description:
It was reported that the foley catheters leaked in less than about 5 days. The problem occurred with all the catheters which was a big concern for the patients. Per additional information received on (B)(6) 2021 it was also reported that the foley catheter leaked and clogged on several patients. Per additional information received on (B)(6) 2021 it was stated that the patient did not try all the boxes from the attached photo sample.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. Photo samples were received. Based on the attached photos no visual inspection could be observed as the photos are only related to the package of the catheter. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to user related (salt accumulation or blocked drainage lumen or no drainage eye). The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters leaked in less than about 5 days. The problem occurred with all the catheters which was a big concern for the patients. (Lot #myfn0228, lot - myfq1475, lot - myey3097, lot - mydu5162, lot - myey1378, lot - myew1381, lot - myez3855, lot - mycy0751). Per additional information received on 27oct2021, it was also reported that the foley catheter leaked and clogged on several patients.